Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the competitor guidewire became stuck within the lumen of the left ventricular (lv) lead and possibly broke off inside the lumen. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire fragment stuck in the lumen. The stylet/guidewire was broken. The stylet/guidewire was kinked/buckled. Visual analysis of the lead indicated damage at implant. The analyst noted that the guide wire test not performed due to the guide wire fragment being stuck in the distal portion of the lead. If information is provided in the future, a supplemental report will be issued.